Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after being shocked. The implantable cardioverter defibrillator delivered a shock due to oversensing. Programming changes were made to alleviate the issue, but more episodes of oversensing have been observed via remote transmission. More information was requested but not provided.

Event description:
Related manufacturer reference number: 2017865-2021-29061 related manufacturer reference number: 2017865-2021-31893 new information noted that on september 9th, the right ventricular lead was capped and replaced for oversensing noise. The patient was stable post procedure.